Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop and had disconnected their driveline as well. It was believed that patient status/ confusion was the contributing factor but the actual reason was unknown. The patient was inpatient and log files were submitted for review. The submitted event log file displayed driveline disconnect/lvad off alarms on (B)(6) 2024 at 01:34:59 pm where the driveline was momentarily disconnected from the system controller. The driveline was reconnected ad 01:35:07 pm and the pump returned to baseline parameters. These events were followed by low power advisory/ power cable disconnect/ no external power events on (B)(6) 2024 at 07:03pm, approximately 4.5 hours later, while tethered on batteries due to depleted batteries in use, possible user error. External power was restored with fully charged batteries on (B)(6) 2024 at 07:04 pm. There were no other unusual events seen for the remainder of the event log file history.

Manufacturer narrative:
G2: report source corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect and subsequent pump stop event. Although the account suspected that patient status/confusion was the contributing factor, a specific cause for this event could not be conclusively determined through this evaluation. The controller event log file contained events from 11oct2024 through 14oct2024, per the timestamps. A driveline disconnect and subsequent pump stop was captured on (B)(6) 2024. The driveline appeared to be reconnected 5 seconds later, and the pump ramped back up to the set speed without issue. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.